Event description:
The customer reported that both screens (monitors) were black resulting in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation and assisted the customer in fixing the issue. The system was then found to be operating as intended.